Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received later indicated that patient was having partial incontinence, frequency, urgency and dribbling. The patient was working with urologist to resolve the reported symptoms. The reported issues have not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 (B)(4). Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's device has not been working since 2017 and the patient reported urinary frequency as well as dribbling. The patient reported having a fall about a year prior to the call and thus was advised to follow-up with their healthcare provider (hcp) to have the device checked. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.